Manufacturer narrative:
(B)(4). The device was returned for evaluation. No device history record (DHR) not possible as the provided serial number (B)(6) does not appear to be a valid integra identification number. No other lot or serial number was provided during the complaint investigation. The reported complaint was confirmed via inspection of the unit. The upper handle was out of adjustment and allowed movement while in the locked position. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical technician reported that the positioning joint of the a2009 ultra 360 patient positioning system moves when the system was locked. There was no known patient injury or delay in surgery.